Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after receiving the pump, the customer connected the pump to a power source however, the pump remained off. The pump was able to beep and vibrate however the pump remained unresponsive. There was no impact to the customer's blood glucose level as the pump was not being used on a customer at the time of the reported event. Reportedly the customer had alternate insulin therapy available.